Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the air/water nozzle could not be identified and the root cause of the issue could not be determined, as no device deformation was observed that could result in the retention of foreign material in the nozzle and the customers reprocessing was confirmed to be implemented according to the device . The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of the entire endoscope¿ ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the air/water button¿ 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre cleaning. There were no problems with accessories used for reprocessing. The endoscope was submerged in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation reduced angulation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. There were few additional findings. Due to a pinhole on channel-tube, water tightness is lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Light guide lens had a crack. Connecting tube had a dent, wrinkle, and discoloration. Due to damage on scope connector, a noisy image occurred. Scratches were found throughout the device. Paint on suction cylinder and air/water cylinder was peeled. Control unit had discoloration. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope exhibited reduced angulation. The device was returned, and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.